Event description:
It was reported that relion¿ insulin syringe, 3/10ml x 6mm needle broke off into the injection site. No injury or medical intervention mentioned. The following information was provided by the initial reporter   needles are breaking off into the injection site. Was able to remove the needle with no injury or discomfort. Does not reuse. Lot #: 0335581. Catalog #: 328521. Date of event: (B)(6) 2021.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch #0335581. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that did not pertain to the complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that relion¿ insulin syringe, 3/10ml x 6mm needle broke off into the injection site. No injury or medical intervention mentioned. The following information was provided by the initial reporter   needles are breaking off into the injection site. Was able to remove the needle with no injury or discomfort. Does not reuse. Lot #: 0335581 catalog #: 328521 date of event: (B)(6) 2021.